Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 60% stenosed lesion being treated was located in the non-tortuous, mildly calcified mid posterior descending artery (pda). The physician attempted to place a 2.25x12mm taxus liberte stent but was unable to cross the lesion. Then the physician was going to use another 2.25x12mm liberte stent, but the shaft fractured during preparation, prior to use with the patient. No patient complications were reported. Patient's status reported as "fine".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 60% stenosed lesion being treated was located in the non-tortuous, mildly calcified mid posterior descending artery (pda). The physician attempted to place a 2.25x12mm taxus liberte stent but was unable to cross the lesion. Then the physician was going to use another 2.25x12mm liberte stent, but the shaft fractured during preparation, prior to use with the patient. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 14.3 cm distal from the catheter's strain relief. Kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Manufacturer narrative:
(B)(4)